Event description:
It was reported that during visual inspection conducted at the manufacturer facility, the angle nut threads of the handpiece were found to be broken off on one side. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during visual inspection conducted at the manufacturer facility, the angle nut threads of the handpiece were found to be broken off on one side. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, it was found that the handpiece had been over-torqued. Repeatedly over-torquing the angle nut is a probable cause of the angle nut threads breaking off. The handpiece was scrapped as it was not repairable.

Manufacturer narrative:
The reported damaged external angle nut threads on the handpiece found during the device evaluation at the manufacturer facility are not on the outside of the device when the tip is attached and the device is in use. Over-torquing of the handpiece can only happen when the tip is being attached or when it is removed, if the device is being unscrewed in the wrong direction. This happens away from the patient before or after the handpiece is used in a surgical procedure. With broken angle nut threads, the tip cannot be connected and therefore the device becomes unusable.